Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient ingested a capsule as part of a procedure. Only a yellow light appeared on the recorder. The initial reporter tried using two different recorders, which resulted in the same issue. The reporter did not have a second sensor to try. A second capsule was opened and it paired correctly with the recorder. Due to the malfunction, the patient had to undergo an x-ray, but there was no patient harm. No other known adverse events were reported.